Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/6/2022, it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb sutures snapped when tensioning. The graft was not under tension, therefore the tightrope had to be cut out and another reloaded to the graft. This was discovered during a pcl graftlink reconstruction procedure on (B)(6) 2022.